Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Product information is unknown as serial number is unknown.

Event description:
Related manufacturer report number: 2017865-2021-06204, related manufacturer report number: 2017865-2021-06206. It was reported the patient presented with an endocarditis infection. Their pacemaker, atrial, and ventricular leads were explanted. The patient was recovering after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.